Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the lcb (light carrying bundle) fluid damage, the insertion flexible tube coating damage, the light guide cable coating damage, the distal body broken, the control body corroded, the remote control switch corroded, the ccd drive pcb corroded, the lg connector corroded, the bending rubber leak, and the remote control buttons disinfections damage; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.